Event description:
It was reported during a pulmonary vein ablation procedure, the irrigation port detached. Approx 15 minutes into the procedure, during ablation, the irrigation port detached from the handle and a saline leak was noted. The procedure was continued with a different cool path duo catheter. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.